Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings, hospitalization, blank display and button error alarm from the insulin pump. The customer stated that she had several hospital visits over the course of the call. The customer stated that the pump was either delivering too much or too little insulin. The customer also stated that the escape and act buttons were not responding properly. The customer also stated that there was a blank display. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display returned. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.